Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2016. Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported that during a liver ablation/hcc procedure, the antenna was inserted into the desired location in tissue. The doctor asked for a full 10:00 minute ablation cycle at 100 watts. The ablation was started and proceeded normally until 2:09 was left on the timer. A temperature alarm was encountered and the device stopped delivering energy. The reset button on the generator was depressed and start button pressed and the temp alarm indicator lit up with no energy delivered. It was determined that based on the burn charts that an adequate ablation size was achieved. The antenna was removed. A second antenna was opened and placed for subsequent ablations in additional locations. Subsequent ablations proceeded and were completed without incident. There was no injury to the patient.